Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The investigation has been performed on prior complaints of a similar nature. The root cause of these similar events has been established and is related to an error made during the molding process of the aspiration vent valve. This non-conformance is known to result in the reported customer experience. Based on the investigation, the aspiration blue vent valve was determined to be broken. The aspiration valve allows for opening and closing when attached to the console. If the valve is broken, the cassette will not properly function. As a result, during functional testing the console ejects the cassette and a system message code (calibration failure) is generated. The damaged aspiration vent valve causes cassette calibration failure and system message code. After analysis of similar returned samples with the same issue, the root cause is due to an error made during the molding process of the aspiration vent valve. An excessive amount of colorant is used during the molding process of the aspiration vent valve. This results in the valve being brittle and easily broken. Based on this rationale and extensive analysis for this issue; functional testing on this sample(s) was not required. An action was opened and a root cause was determined to be related to the molding process. Quality assurance found the major contributor to be related to excessive colorant in the mold process of the component. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the blue plastic broke after passing the phacoemulsification process during a cataract procedure; there was no vacuum and solution leakage. The product was replaced and the procedure was completed. There was no patient harm.